Event description:
During the transaortic tavr procedure, when the balloon aortic valvuloplasty (bav) catheter initially crossed the native annulus, the patient¿s pressures dropped to 36/30. The bav was removed. There was no perforation or dissection, according to transesophageal echocardiogram (tte). No additional angios were performed. The patient¿s ejection fraction (ef) was 30%. The patient was given pressors, epi, shocked, and chest compressions were started. The patient was shocked 3 separate times, but could not regain ventricular motion. After minutes of chest compressions, the patient passed away. The patient had a transapical approach attempted 7 months prior to this procedure. The entry needle was entered, but the physician indicated that the patient¿s heart was too friable and the procedure was aborted. The patient¿s ejection fraction (ef) at that time had regressed to 25-30%. It was reported that the patient¿s ventricular function severely reversed and she could not tolerate the bav crossing the native valve. Her ef went from 40% to 30% over the last few months according to the doctors.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the hypotension event was thought to be a result of the patient¿s poor ventricular function, and therefore could not tolerate the bav crossing the native valve. There was no perforation or dissection. There is no evidence or allegation the event was due to the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.